Manufacturer narrative:
Product analysis: analysis noted that the programmer touchscreen was out of calibration. Analysis also noted that both keyboard hinges were broken, the bezel had minor damage, and the lower bullets were missing. The touchscreen was calibrate according to procedure and all defective parts were replaced. The device passed final functional and system tests. No other anomalies were found. Concomitant medical products: product ID: 2067, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was intermittently unable to establish telemetry with implantable devices. The user attempted to change the radiofrequency head used with the programmer but the issue persisted. The programmer is expected to be returned for service but has not yet been received. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis.